Event description:
The pt called the company, pt services line on 13 times related to the reported device. The calls were placed in 2008. He repeatedly reported feeling the stimulation in the wrong location, anxiety about the possibility that someone was "controlling" his devices, "nodding off" throughout the day, popping and cracking of the device, a "block" on his device and not being able to turn off after the device was programmed off by the physician. He wanted to make sure all calls were documented appropriately. The pt reported feeling the stimulation moving throughout his body- eye lids, legs, arms- with the stimulator off. The device was replaced. The day after the surgery, he complained that the surgery was unsuccessful. See MFR report# 3004209178200806160. Three days after replacement, the pt reported overstimulation sensation; he was feeling stimulation on the "bottoms of his feet, his eyelids, behind his ears, everywhere". Five days after the replacement, the pt reported that while stimulation is turned either off or on, he keeps falling asleep and waking up. Six days after the replacement, he reported "tens" feeling over his leads and over his heart. He was having heart palpitations. He was scheduled to meet with the physician and the company rep later that day. His device was re-programmed, but no change was noticed. Ten days after the replacement, he reported that the stimulation was the wrong location. It was in the belt line area but didn't go down into the knee area. He stated that he didn't have problems with the old device but hadn't got the right stimulation since getting the new device. Three weeks after the replacement, the pt reported nodding off, symptoms related to concomitant implantable pump device, additional medical problems (cardiovascular problems, possible leg amputation) and stated he "feared for his life." The health care provider reported that the leads were not placed correctly and the pt was not receiving stimulation. They had planned to remove the system and turned off the device. After the device was turned off, the pt reported the device was "popping and making noises". He stated that there was a "block" in his device. He requested the company representative to be updated on his situation. The company rep met with the pt on several occasions. They made certain his device had been turned off. The pt never reported noise from the device to the company reps. The device was explanted on approx three months later. The leads were left implanted.

Manufacturer narrative:
This report is being filed following an internal audit.